Manufacturer narrative:
On (B)(4) 2013, a decision was made by nova biomedical to recall this lot of test strips. Local FDA office notified.

Event description:
It was reported to nova biomedical that a consumer rec'd a result of 168 mg/dl on their blood glucose meter. The consumer administered 27 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event. The consumer declined to give any add'l info regarding this event. This is being reported as an adverse event under the FDA medwatch regulations. The meter in question and test strips will be returned for evaluation.